Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture was present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 01-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: during investigation, moisture corrosion was observed in the battery compartment. Unrelated to the original complaint, the battery compartment was found to be cracked near the top left corner of the grip pad. A leak test was performed and a leak was identified at the battery compartment crack. The pump cover was opened and no further evidence of moisture was found.